Event description:
It was reported during surgical procedure 2 days prior to the day of the call, when the health care provider was trying to get better placement of the lead, he pulled it and the lead got caught on end of introducer. Fluoroscopy made evident there was a greater distance between electrodes 2 and 3 due to the pulling. Beyond that, the lead was pulled and another was placed and that resolved the issue. There was no patient symptoms or outcome reported with this event. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3889-28, lot# va0l5jz, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Final analysis of the (tined lead) ((B)(4)) revealed stim lead/distal end/stretched and electrode spacing is out of spec due to stretching.